Manufacturer narrative:
(B)(4) d10: #item 00596401752, lps-flex option femoral g-r, #lot 62405751. #item 00598604702, option st tib plt size 6, #lot 63314192. Therapy date: 2025. G2: foreign - event occurred in united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a right knee revision approximately eight years post-implantation due to increasing pain. Attempts have been made and no further information has been provided.